Manufacturer narrative:
The investigation for the package damage has been completed. The introducer kit with the dilators were returned in a different packaging. A picture from the field was provided but it was not in the original packaging. The kit was on the table without the original packaging. Without that it is not possible to investigate the failure. Therefore, the root cause of the packaging issue was not determined since sufficient proof was not provided.

Manufacturer narrative:
The introducer and guidewire were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp pump placed to support a patient with high-risk percutaneous coronary intervention. However, the team observed that there was a packaging issue with the sheath that prompted the team to proceed without all the sheath lengths. The team noted the package contained only two short sheaths and no longer sheath length. There was no harm reported.